Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03817 / 03818).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative note reported revision due to pain, elevated metal ion levels, abnormal mars MRI, headaches, nerve pain, popping, and clicking. During the procedure, synovial reaction, pseudotumor, cloudy fluid collection with debris, discoloration of the head and trunnion consistent with fretting and/or corrosion, and well-fixed stem were noted. The modular head was removed and replaced with ceramic head and a hip bearing was implanted.